Event description:
A malfunction was reported on a pump, and there were no notable events prior to the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Customer technical support assisted the caller with pump reset instructions, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to call back if the issue occurs again.